Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the pt was revised due to pain. X-rays from office visit indicate a dislocation of the glenosphere.